Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report number 9614641-2025-01840.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hemostasis procedure, upon withdrawing the device from the endoscope, it was confirmed that part of the coil sheath tip was missing. Using a different clip device, the fractured coil sheath was pushed out of the forceps channel into the body. The fractured coil sheath has been retrieved. Additional information was received from the customer on 28oct2025, stating that the device fall into the patient's large intestine that was retrieved via the retrieval net. There were no unplanned diagnostic imaging to locate the device as visual observation was done for confirmation. There was a delay in the procedure for approximately 10¿15 minutes, as the time required for retrieval of the fallen part. It was unknown if the patient was under general anesthesia or some type of sedation at the time of the delay. There were no patient injury or harm due to the device malfunction and no intervention was performed. The procedure itself was completed without impact. No health hazard. There were no reports of patient harm. This is 2 of 2.